Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a disconnection between a patient line and transfer set. The patient went to the bathroom and then found that the lines have separated. A patient line extension was being used, but it allowed the patient to reach the bathroom. This occurred during dwell five of five of peritoneal dialysis therapy. There was nothing unusual was found during the troubleshooting that could cause or contribute to the reported issue. The technical service representative assisted in ending therapy. The patient was to continue therapy using manual supplies. The transfer set was not replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.